Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 6 months, it was reported that the patient had been hospitalized because of a syncope. Upon interrogation of the device oversensing was reportedly observed. Noise could not be reproduced during provocative maneuvers. During the patient's stay in the clinic, oversensing was observed again. The patient will be monitored closely to decide whether a revision of the system will be performed. As of today biotronik has no further information with regard to the revision of the lead. Should we receive more details, this report will be updated.